Event description:
Tip of instrument broke off during a case. Further conversation with the customer revealed that the scissors were being used for a sinus procedure when the tip broke off. The physician noticed shiny material while looking through the sinus scope. He then looked at the the scissors and noticed the tip was missing. He removed the tip without incident. An x-ray was taken to ensure a foreign body was not retained.